Event description:
Pt undergoing left heart catheterization with cardiac stent placement. As sheath was being removed, resistance was encountered and wire was left in place, however, sheath sheared off at the proximal portion. #8 french arrow catheter and sheath inserted and a snare was utilized to bring the displaced sheath back through the inserted catheter. The snare was removed from the arrow sheath and revealed the sheared off catheter to be completely intact without evidence of residual.